Event description:
It was reported that a device was used during an endoscopic cystectomy. The device created an intermediate time and continuous tone and was very warm. After 10 mins activating, there were often shear lock out. Another device was used to complete the case. There was no consequence to the pt.